Event description:
The recharger began to vibrate while the patient was recharging. Taking off the recharging belt did not affect the vibrating. The vibrating stopped when the patient was able to recharge her implantable neurostimulator to the level that it could be turned on with the patient programmer. The patient recharged more than expected and more than usual. There were coupling and communication issues. She was able to get 8 recharge efficiency bars to darken but also just 1. It wasn't consistent. The implantable neurostimulator turned off although the battery was 1/4 full. The field representative had recently checked the device and stated it was fine. The off intervals were confirmed with an stimulation diary. The device had turned off in the past; the battery may have been discharged at the time. Recent information received states patient is able to charge normally and no further issues with the device shutting off. Apparently the device shutting off was due to the low battery.

Manufacturer narrative:
(B)(4).